Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that the flush port on the handle of the clip delivery system (cds) was noted to be leaking when the system was being flushed for device preparation. A crack was noted on the flush port. There was no patient involvement. Another cds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported leak and crack on the flush port were confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the crack on the flush port; however, a definitive cause for the crack could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.